Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After placing a guide wire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The device was replaced with a non-bsc balloon and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected at the distal marker band. The marker band was inspected and no damage was found. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did confirm the reported balloon burst as there was a pinhole at the distal marker band.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After placing a guide wire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The device was replaced with a non-bsc balloon and the procedure was completed successfully. No patient complications were reported.